Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview 7xb end was bent. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use with no evidence of blood were observed. One of the electrodes was observed to be bent beyond its original shape. The other electrode remained straight. The bisector blade appeared intact. The tool handle and toggle switch appeared intact as well. No other visual defects were observed. Based on the returned condition of the device and the evaluation results, the reported failure material twisted/bent was confirmed. The shop floor paperwork (DHR) was reviewed. All the test results meet the specifications and requirements. There were no non-conformities observed.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview 7xb end was bent. The hospital did not report any patient effects.